Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they had difficulty charging their implanted neurostimulator (ins), it took longer (15 minutes) to find the ins when using the recharger antenna (rtm), it took longer to charge the ins, and when the pt barely moves the rtm when charging their ins the controller shows a "no device found" message since "maybe last month." Pt mentioned they were in pain because they were unable to charge their ins. Pt did not say they informed the mdt rep. About the issue. Patient service specialist (pss) helped the pt inspect the rtm cord and no visible damage was detected on the rtm cord, but the rtm coil was hot to the touch in the past when charging their ins. Pt said their rtm coil was currently warm when recharging their ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information received from the patient reported that the paddle cord replacement resolved the issue. The patient reported that the charging system works perfectly now and the pain is better now.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated, month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger and that a "no device found" message was seen due to it being stuck in prm with all 0's. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.